Manufacturer narrative:
Information pertaining to the lead revision can be found in manufacturer's report (MFR) 3004209178-2015-07531.

Event description:
A patient reported she was badly bruising in her back. The patient noted the bruising wasn¿t that bad during the first implant surgery. The patient noted they were bruising from the bottom of the spine into the buttock. The patient mentioned having some difficulty connecting with her programmer, which was resolved with repositioning. The patient noted they had an appointment with the healthcare professional (hcp) on (B)(6). The patient also noted they had itching from the bandages. The patient noted they had to rip the IV bandages off during a hospital stay for the revision. The patient noted they had already taken off the terry strips. The patient noted she developed itching from the bandages a couple of days ago so they removed them. The patient stated her skin doesn¿t like to ¿let go¿ of bandages. The patient noted the hcp used a special spray on her IV bandage, but it didn¿t work and the hcp had to rip the bandage off. The patient reported she was initially set to 5 v, but that wasn¿t doing anything and she still had to wear a pad. The patient noted she was definitely getting at least 50% symptoms relief. The patient noted she was not getting complete control and would like to avoid wearing pads. The patient noted they felt stimulation. The patient switched from program 1 at 7.0 v to program 2 at 6.5 v. The patient noted they felt cramping in her toes at 7.2 v while on program 2, but it subsided when stimulation was decreased. The patient also noted they felt some gas pressure, which they described as a discomfort like there was something rubbing against the wall or a splinter. The patient also noted they were currently on program 1 at 7.0 v. The patient noted if she went any higher it felt like a ¿splinter.¿ the patient added she had to take aspirin for the discomfort and pain. The patient did not she was getting relief. The patient also noted they felt stimulation in their toes on program 1 at 7 v, the patient noted they had been feeling stimulation in the toes for 3, 4, or 5 days, and it was related to positional movements. The patient noted stimulation seemed to be affecting her toes while sitting/putting pressure on the implantable neurostimulator (ins). The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.